Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving an unknown drug via an implantable pump for an unknown indication for use. Information received reported a motor stall was seen at initial interrogation on (B)(6) 2018. The patient did have a recent magnetic resonance imaging (MRI) and it had not been less than two hours since the patient exited the MRI field. The rep stated that the pump was read and it showed it had been stopped for a large amount of hours, but the exact time was not known. The rep stated there were no volume discrepancies, no symptoms and no alarms heard. The rep stated the pump showed it restarted, but they were not with the patient or clinician. Troubleshooting could not be performed due to lack of access to the product.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-nov-12, additional information was received from the manufacturer representative (rep). The medication in the pump was baclofen (500 mcg/ml). The MRI occurred (B)(6). The pump has been re-interrogated. The cause was stated, "no true motor stall occurred. The pump was not interrogated post-MRI, so pump went into telemetry mode as it was not alarming and patient was asymptomatic for withdraw. Pump re-interrogated at refill date and working normally."